Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the mouse cursor had disappeared from the screen, causing the system to freeze and potentially impacting a full system boot. Upon troubleshooting, the rse found that the flex viewing pc for flex spot was no longer detecting the mouse and keyboard. Upon reviewing the log files, the rse identified multiple software crash reports and confirmed that the flex spot pc was failing to detect the input devices. The customer located the usb required to reload the flex viewing pc and initiated the software installation. The rse provided the relevant manual reference to assist with the process. Despite reloading the flex spot pc, the issue persisted. Further troubleshooting narrowed the root cause down to the extenders. To resolve the issue, both the extender and the mouse were replaced. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision computer had crashed which can impact a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.